Event description:
General report received of an unspecified number of undocumented incidents of inadequate suction and overfilling of the suction canisters, which has occurred during unspecified surgical procedure. It was reported that other manufacturer's devices were being used between the wall regulator and the t-connector of the canister of the tandem quad suction set up. When the suction is turned on, the customer believes that the vibration might cause the connection between the other manufacturer's tubing and the t-connector to become loose. The customer reported occurrences of loose and spinning t-connectors, which require tightening . There were no reported adverse patient effects and no medical interventions were required. It was reported that the operating room is no longer using the other manufacturer's tubing and has a different set-up, which is working fine. Though requested, no additional information was provided.